Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscopic examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, per additional information received, the last known patient status was stable.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic anterior resection, after the surgeon fired the device, he could not pull the device out from the firing place. He used a mini glove port to remove the device from the patient and checked the specimen. He found that the specimen was not normal and was not cut clearly. He had to suture the resected place for reinforcement, which took approximately twenty extra minutes.